Event description:
A distributor in sweden reported that a customer's insulin pump malfunctioned after being dropped, exhibiting issues such as time discrepancies and recurrent malfunction codes. The impact on the customer's blood glucose level was not reported. Despite this, the customer experienced at least three occurrences of the same malfunction, leading tandem clinical technical support (cts) to decide on replacing the pump. The customer was informed of the replacement, and instructions for returning the faulty pump were provided.